Event description:
It was reported by the patient's spouse that the previously working remote monitor was no longer responding to the start button. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the previously working remote monitor was no longer responding to the start button. The monitor was replaced. The monitor was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's spouse that the previously working remote monitor was no longer responding to the start button. The monitor was replaced. The monitor was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, no anomalies were found.